Manufacturer narrative:
Unit had no button response due to moisture damage on keypad traces. Unable to test for battery out limit alarm, a47 alarm or a22 alarm due to no button response. Unit had a scratched display window and cracked reservoir tube lip. Unit had moisture damage on electronic assembly and on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 115 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.